Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) the vio integrated electrosurgical unit (erbe) cautery was not working. The customer was facing issues with both monopolar and bipolar not working. The customer had restarted the cautery, but the issue remained the same. The customer had changed the cautery cables, but the issue was not resolved. The customer was using external cautery with existing instruments. The customer continued with the surgery using external cautery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer completed the procedure with a third part generator. The fse had respaced iesu generator and issue was resolved. There was no harm or injury to the patient. The patient demographic data was not shared by the customer.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Visual inspection identified the unit had no significant scratches or dents. The front bezel was in decent condition. The unit that was placed on golden system and was run in normal mode and c-34/c-33 errors occurred on start and c-34/m-11 during mono coagulation. Fa concluded that no root cause could be attributed to this issue. As a result of these findings the unit will be returned to OEM for additional failure analysis. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c-34 is attributed to high frequency voltage too low in on state.

Event description:
Refer to h11 for follow-up information.